Event description:
A caller reported experiencing a cgm error 42 regarding their g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided complete pump reset information and guided the caller through the reset process. After the reset, the error code did not reappear, and the caller successfully resumed their sensor session.